Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. In addition to the reportable failure, the subject device failed the leak test due to a cut in the distal end. The probe was found loose. The cover insulation failed the insulation test. The distal end adhesive as well as light guide lens cement were both peeling. The. The elevator water channel had a loose plug, as did the control body channel. The insertion and light guide tubes both had buckling present, the scope connection was corroded, and the probe had been cut. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that while reprocessing his olympus evis exera ii ultrasound gastrovideoscope, the distal end was found broken. There was no patient involvement during this event. During the device evaluation, it was discovered that the forceps rise holder was missing the several components. This report is being submitted to capture the missing components from the forceps rise holder confirmed during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 10 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the event could not be determined at this time. Olympus will continue to monitor field performance for this device.